Event description:
A loud noise and sparks were seen coming from the electrical outlet behind an isolette in the nicu. Upon inspection, there was a frayed area that had made a hole through the cord connected to the isolette plug.biomed contacted the manufacturer of the isolette. The manufacturer had changed the way they wrap the cord. There will be a design change made for future models.velcro straps were added to the cords of current isolettes.